Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During analysis signs of abrasion were found along the lead and the insulation was found rubbed through in the region of the tricuspid valve. The conductor cable to the rv shock coil was found fractured in this area. The latter damage can be considered as the root cause of the high shock impedance measurements mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Deformation to the shock coil and cuttings to the insulation body were observed which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 78 months after the implantation the shock impedance >150 ohms was detected via home monitoring. No adverse patient side effects were reported.